Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID neu_unknown_lead, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748295, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
An attorney reported that the patient's implantable neurostimulators (ins) batteries failed after four months and required replacement. The patient's indications for use were essential tremor and movement disorders. Refer to manufacturing report #3004209178-2015-20997 as the patient had two ins's around the event date. Refer to manufacturing report #3007566237-2015-02916 as the patient eventually passed away after a surgery in 2014.